Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 300cc breast implants and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. The patient¿s dog jumped on her which may have caused or contributed to the event. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
On nov 1, 2022, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 11, 2022, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the date of explantation was (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. During the visual analysis of the returned sample, sal smooth rnd diap 300cc revealed a tear at a junction at the valve system. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).